Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to low blood glucose of 40mg/dl. The caller stated that she is not with the customer and the insulin pump to troubleshoot. The mother called back and stated that he was on a missionary trip and had a seizure. The caller stated that the settings in the insulin pump were correct. Ran a displacement test and passed. Advised the caller that the customer should revert to back up plan. The customer's most recent glucose reading was 150mg/dl. No further info was provided.